Event description:
Report received of an under-delivery found during routine preventative maintenance testing. During testing in the customer's biomedical dept., the pump reportedly delivered 18.8ml, from an expected delivery of 20ml. Delivery accuracy specifications for this device require delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was available.